Manufacturer narrative:
Investigation: during the sample evaluation a white substance or possible dry medicine was observed in the join of luer and extension set tubing, when we try to separate both components it was observed that they were stuck, according sample evaluation it is possible that the substance found could act as a bonding agent between luer and extension set tubing, after evaluation the defect was confirmed but based on the results obtained for us very difficult confirm this condition as a manufacturing related issue. As per request, ftir analysis was observed on the white crystalline material observed in the luer threads of the samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a type of medication. DHR for lot number 8177552 was reviewed and no qn related to this batch were documented, during the DHR review was verified the quality control plan for different operations where we inspect per attribute and functional testing and no issues were detected during manufacturing operation.

Event description:
It was reported that after the bd nexiva¿ diffusics¿ IV catheter extension tubing was primed and attached to flushed nexiva diffusics 22g cannula, where a successful CT was performed, the cannula became stuck and would not detach from the extension tubing, requiring the cannula to be removed from the patient with the tubing still attached. The remaining contrast was unable to be flushed from the line as a result of the attached tubing. The following information was provided by the initial reporter: "extension tubing primed with contrast (? Omnipaque 350) and then attached directly to a flushed nexiva diffusics 22g cannula for a 5ml/sec CT angio. CT performed normally and good image enhancement, no leakage from cannula at connection point to extention tube. When staff at the centre tried to disconnect the tubing from the cannula it was stuck fast. It is completly unremovable. Cannula had to be removed from the patient with the extension tube still attached. Staff were unable to flush the remaining contrast from the line as the tube was attached. Staff reported that this has happened several times but were unable to verify if it was the same batch of cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd nexiva¿ diffusics¿ IV catheter extension tubing was primed and attached to flushed nexiva diffusics 22g cannula, where a successful CT was performed, the cannula became stuck and would not detach from the extension tubing, requiring the cannula to be removed from the patient with the tubing still attached. The remaining contrast was unable to be flushed from the line as a result of the attached tubing. The following information was provided by the initial reporter: "extension tubing primed with contrast (? Omnipaque 350) and then attached directly to a flushed nexiva diffusics 22g cannula for a 5ml/sec CT angio. CT performed normally and good image enhancement, no leakage from cannula at connection point to extension tube. When staff at the centre tried to disconnect the tubing from the cannula it was stuck fast. It is completely unremovable. Cannula had to be removed from the patient with the extension tube still attached. Staff were unable to flush the remaining contrast from the line as the tube was attached. Staff reported that this has happened several times but were unable to verify if it was the same batch of cannula."